Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has experienced occasional unexplained elevated blood glucose (bg) levels (300-400 mg/dl) beginning (B)(6) 2017. Customer stated they did not notice any issues with the pump supplies during these elevated bg levels. Boluses via the pump were administered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.